Manufacturer narrative:
(B)(4) - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found no issues with the stent. No kinks or damage were noticed along the shaft of the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The device was returned with the product mandrel inserted and stent balloon protector attached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is not determined as no evidence of either the alleged issue or any defect which could have contributed to the event was found. (B)(4).

Event description:
It was reported that in preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. When the physician examined the 3.0x12mm taxus liberte' drug eluting stent before use, stent damage was noted. The procedure was completed with another taxus liberte' stent. No patient injuries or complications occurred. Patient status is 'stable.'

Event description:
It was reported that in preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. When the physician examined the 3.0x12mm taxus liberte' drug eluting stent before use, stent damage was noted. The procedure was completed with another taxus liberte' stent. No patient injuries or complications occurred. Patient status is 'stable.'